Event description:
It was reported that the (B)(4) power chair quick release pin that holds the footboard to the chair continues to fall out of the pronto m61 everytime the consumer goes over a bump on the sidewalk. Chair is also vibrating.